Event description:
Reported via journal article. It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) year post procedure the patient was being evaluated for severe aortic stenosis, when it was discovered that the closure device had shifted significantly. Color doppler assessment showed a flow into the laa. Cardiac computed tomography angiography demonstrated minimal device attachment to the anatomy and a high risk of embolization. During a multidisciplinary heart team evaluation, she the patient was deemed at high risk for surgical retrieval and was recommended for a percutaneous approach. The patient underwent the device retrieval procedure where a non-boston scientific device was used successfully. The closure device was removed from the patient. A new 31mm wds was then implanted into a deeper location within the laa. The patient did well following this procedure and was discharged home the next day.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: guddeti, r. R., sayed, a., seshiah, p., bae, r., & garcia, s. (2025). Percutaneous removal of left atrial appendage occlusion device with a dedicated retrieval system. Jacc: case reports, 30(24), 104751.